Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)().

Event description:
The customer reported via phone call that they had big and small air bubbles in the reservoir. The customer's blood glucose was 290 mg/dl at the time of incident. The customer stated that the blood glucose reached 342 mg/dl and dropped as low as 60 mg/dl. The customer stated that they did not rewind the insulin pump with reservoir in place. The customer stated that the insulin was stored by room temperature. The customer was advised to program fixed prime to purge the air bubbles out of the reservoir. The reservoir will not be returned for analysis.